Event description:
Customer reported an error 2160, cup transfer not detected on the aia-900 analyzer. The error is intermittent, and it occurs a few times during the day. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), luteinizing hormone (lhii), progesterone (prog ii), beta human chorionic gonadotropin (bhcg), and follicle stimulating hormone (fsh) analytes. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The most probable cause of the reported event was due failure of the test cup picking assembly.

Manufacturer narrative:
Customer reported an error 2160, cup transfer not detected on the aia-900 analyzer. The error is intermittent and it occurs a few times during the day. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), luteinizing hormone (lhii), progesterone (prog ii), beta human chorionic gonadotropin (bhcg), and follicle stimulating hormone (fsh) analytes. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error log. The fse attempted to reproduce the reported error by running a cup transfer numerous times and no error occurred. The fse verified cup transfer adjustments, cleaned, and lubricated the cup transfer assembly. The fse also performed quality control test and result was within acceptable range. Shortly after the fse left the customer site, the error 2160 returned and the fse confirmed the error via the error log and ran a cap transfer with no error. The fse replaced the test cup picking assembly to resolve the issue. A 13-month complaint and service history review for serial number (B)(4) from the date of 09may2021 through aware date 09jun2022 was performed for similar complaints. There were 2 similar complaints identified during the search period including this event. The aia-900 operator's manual under section 12 - flags and error messages states the following: [transfer not detected cup cause: the cup sensor s063 failed to detect the cup before it was grasped. The most probable cause of the reported event was due failure of the test cup picking assembly.